Manufacturer narrative:
B4: (B)(6) 2021. Information was received that the central processing unit (cpu) board was replaced to address the reported issue. The unit was return to use. Although requested no further patient information was provided.

Manufacturer narrative:
Date of report: 28jul2021.

Event description:
It was reported that the ventilator had a primary alarm failed error message. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.